Event description:
The customer stated that the central monitoring system (cns) audio jack in the back of the monitor no longer holds in the cable. When the cable falls out, the nurses cannot hear the alarms. They also stated that occasionally that the screen turns a pink hue.